Manufacturer narrative:
Postal code (B)(6). Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Regulatory agency reported a left side device rupture discovered during monitoring exam. The device has been removed and replaced.